Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (adjust belt messages/asystole event/arrhythmia alarms) have been confirmed. Upon investigation the electrode belt failed a hipot test. The cause for the failure was isolated to a pinched pulse wire in the cable connecting ECG "a" and the front therapy electrode. The bare wire was shorting against the distribution node (dn) pca. The root cause for the pinched wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "adjust belt" messages, arrythmia alarms, and asystole events.